Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per article by dowding and beaule, et al., j arthrop. 2018: a patient suffered failure because of a femoral neck fracture.